Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump powered on and displayed the ¿verify¿ screen. The display was discolored and dim.

Manufacturer narrative:
This supplemental is to correct the brand name, model number, and serial number for the product. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas stating a few days ago, the display screen was pinkish. It was noted that the pump type was unknown at the time the complaint was reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.